Event description:
The customer reported to customer service that the power supply for her pump melted and she noticed a burning smell. When she unplugged it, it felt hot. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that she did not see a fire, smoke, sparking, or exposed wires, but that a hole burnt into the transformer housing. She indicated that no injuries were sustained as a result of the issue, that her replacement power supply is working without issue and that she would return the original power supply. However, as of the date of this report, the power supply has not been rec'd. A breach in the transformer housing is a safety risk. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a supplemental report will be filed. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.